Event description:
Reporter performed meter-to-health care professional meter, back-to-back bg test, surestep vs. Dr's one touch, and results were 364 and 108 mg/dl respectively. Reporter was not experiencing any symptoms. No control solution available for testing.